Event description:
It was reported that before use of the bd vacutainer® precisionglide¿ multiple sample needle as the nurse was opening up the package some of the needles seem to have iridescent reflections as if they do not appear "clean or oxidized". Foreign complaint the following information was provided by the initial reporter, translated from french to english: a nurse with whom the laboratory is working has just informed us that some vacutainer needles seem to have iridescent reflections as if they do not appear "clean or oxidized" by opening them to take samples.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for unclean cannula with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® precisionglide¿ multiple sample needle as the nurse was opening up the package some of the needles seem to have iridescent reflections as if they do not appear "clean or oxidized". Foreign complaint the following information was provided by the initial reporter, translated from french to english: a nurse with whom the laboratory is working has just informed us that some vacutainer needles seem to have iridescent reflections as if they do not appear "clean or oxidized" by opening them to take samples.